Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units to resume delivery. Contact attempted to reload the same cartridge with more insulin, but received the same message. This issue was resolved by loading a new cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.